Manufacturer narrative:
(B)(4). Medical products: nexgen femoral component catalog # 00596001651 lot # unknown; nexgen stemmed tibial component catalog # 00598004702 lot # unknown; nexgen all poly patella catalog # 00597206535 lot # unknown. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2021-00196, 0001822565-2021-02603, 0002648920-2021-00264.

Event description:
It was reported patient underwent a revision procedure nineteen months post implantation due to loosening and possible infection. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b6, d4, d10, g3, g6, h1, h2, h4. D10 - medical products: nexgen femoral component catalog # 00596001651 lot # 64128747. Nexgen stemmed tibial component catalog # 00598004702 lot # j6524396. Nexgen all poly patella catalog # 00597206535 lot # 64163933.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. It was noted during mmi review that loosening was not present. Therefore, will only investigate the infection at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.